Event description:
A patient had been restrained in a jacket with shoulder loops attached with gauze to the head of the bed. The restraint was cutting into the patient's neck and the patient was found gasping and dusky. Oxygen was given and saturations improved. Size of restraint had been changed. Doctor feels that the event had no lasting effect on the patient.